Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. It was reported that the arterial site was accessed under ultrasound guidance and was located in the common femoral artery below the graft. The physician reported that resistance was encountered during insertion and there was difficulty advancing the device. The physician decided not to deploy the foot of the device because adequate mark was not achieved and "something did not feel right". During the attempts to remove the device, the physician discovered that the device was "stuck". A surgeon was consulted and decided to make an attempt to remove the device. It was reported that the device was manipulated while being held at a 90-degree angle. The device broke leaving the distal guide and the sheath in the patient's artery. The patient was taken to the operating room for a cut down to remove the distal guide and sheath from the external iliac artery. It was reported that the patient did "well" and was discharged the next day. There was no report of any adverse patient sequelae.